Event description:
It was reported the customer received a no delivery alarm on their insulin pump. The customer stated the issue happened within the last month. The customer also stated the alarm occurred during basal and bolus deliveries. The customer's blood glucose was 482 mg/dl at the time of the alarm. It was also found the customer had large ketones. The customer treated their high blood glucose with insulin and water. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).